Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in the blister tray. The lock-out assembly has been removed. Insufficient amount of ovd (ophthalmic viscosurgical device) is observed in the device - no ovd past the lens. The plunger and lens are advanced into the mid nozzle. The plunger is advanced under the lens and to the right. The iol (intra ocular lens) is crushed. A plunger underride was observed. The root cause may be related to failure to follow the IFU (instruction for use). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to underride the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with the description of intra ocular lens (iol) was defective. Additional information was requested.